Manufacturer narrative:
B5 - corrected to: originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -12.0/1.0/091 (sphere/cylinder/axis) into the patient's eye on an unknown date. The lens was explanted and replaced with a shorter length lens. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).